Event description:
It was reported that an inaccurate fill estimate was observed. During duplication testing by the distributor, the issue could not be confirmed. There was no information provided regarding the impact on the customer¿s blood glucose level.